Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00255 on 19-sep-2023. Additional information (10-oct-2023): siemens checked the camera on the atellica sample handler and images in the instrument files and determined that the barcode images were of high quality. Furthermore, siemens reviewed the barcodes and determined that the difference between both barcodes is in a minor portion of the barcode printout, only one bar/space. The barcode symbology used on the instrument was interleaved 2 of 5 without checksum, which is not a recommended barcode type as per auto2-a2 laboratory guidelines. If interleaved 2 of 5 is used, a checksum must be enabled. Siemens labeling recommends using code 128, in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that interleaved 2 of 5, codabar and code 39 should be replaced with code 128 before (B)(6) 2003. The customer's use of the interleaved 2 of 5 barcodes does not align with siemens labeling and clsi approved standards and this contributed to the incident. Using an insecure barcode symbology in combination with a weak barcode printout produced a different output in the initial read. Additionally, siemens replaced and adjusted the center camera. The shock absorber was also replaced and tested. The component code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer observed a mismatch in reading a sample barcode on an atellica sample handler prime system. The customer alleged that patient sample identifier (B)(6) was scanned as sample identifier (B)(6). Sample tube for sid (B)(6) was physically present but was not measured. Sample tube for sid (B)(6) was not physically present but was identified by the system and measured. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a barcode read error occurred on the atellica sample handler prime. A siemens field application specialist (fas) performed alignments to the carrier robot and camera. The camera was adjusted. Siemens is evaluating the event.